Manufacturer narrative:
Section d4: device information was requested but not provided manufacturer's investigation conclusion: review of the submitted log files confirmed communication alarms that appear consistent with a fluid ingress issue at the connection between the pump cable and modular cable. Residue indicative of oxidation from fluid ingress was confirmed via submitted image of the modular cable (refer to MFR. Report # 2916596-2026-00258). However, fluid ingress on the exchanged modular cable was unable to be confirmed as no images of the inline connector were provided, and the device was not returned. The submitted controller event log file captured driveline communication fault alarm on (B)(6) 2026 associated with comm a faults. The resolution of the alarm was not captured in the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge any component of the lvas in water or liquid and to keep the system away from any liquid as well. This section further explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. Section 2 of the IFU entitled, ¿system operations,¿ states, ¿driveline damage due to wear and fatigue may occur in both the externalized (modular cable) and implanted (pump cable) portions of the lead. Damage to the conductors within the driveline may or may not be preceded by visible damage to the outer layer of the driveline. ¿ this section further states that driveline damage may be evidenced by driveline power fault, driveline communication fault alarm on the system controller, transient alarms due to short or open circuits, often associated with movement of the patient or the lead, fluid leakage from the external portion of the pump cable, and cessation of pumping. Additionally, this section cautions the user to contact abbott medical for assistance if the driveline or driveline connector appears damaged. Section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms. This section also provides the actions to take if the alarm does not resolve. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the modular cable. The IFU and patient handbook contain information on how to clean and care for the driveline. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted following the patient reporting a communication fault alarm. Per monitor history a driveline power fault appeared the controller was exchanged, and there was no alarm immediately following the exchange. The log files captured a driveline power a fault on (B)(6) 2026, and it was recommended to exchange the modular cable if alarms recurred. On (B)(6) 2026 it was communicated that the alarm returned right before exchanging the modular cable. The site stated that the modular cable exchange resolved the alarm, and that there were dust and debris in the modular cable along with corrosion on the cable's pump side cable connector. It was recommended to continue monitoring for future occurrences. On (B)(6) 2026, the patient was having recurrent alarms after the modular cable exchange with observed debris in the modular cable connection. The patient began having driveline communication fault alarms. Log files were submitted which captured recurrent driveline comm fault alarms beginning at 7:57 am on (B)(6) 2026. This indicates that the alarms were likely related to the debris within the modular connector. It was recommended to perform a cleaning of the modular connector to resolve these alarms. There were no other unusual events recorded in the log file event history. The modular connector was cleaned on (B)(6) 2026 when it was noted there was green material on the connector surface that was removed, and then the modular cable was exchanged. Following the cleaning and exchange, no further alarms were noted. On (B)(6) 2026, the patient had another driveline comm fault alarm. The team changed out the modular cable.